Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to infection. Update 12/22/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, popping, increased chromium and cobalt >100 after revision surgery (B)(6) 2014, unable to climb stairs, limit mobility, recurring infections, 4 surgeries in one year and 10% toe touch weight bearing. Medical records reported popping, grinding, "ratcheting" sensation, with significant corrosion and pitting of trunnion, gray joint fluid and blackened burs and soft tissue at the (B)(6) 2014 revision. Medical records also reported patient was revised on (B)(6) 2015 for infection (B)(4) will be updated for this revision that included depuy components (femoral head, stem and sleeve). Revision surgical report noted the fascia was breached by infection. Dor will be updated to (B)(6) 2015 and components updated. The medical records then reported patient was revised again on (B)(6) 2015 for a recurrent infection with large amounts of fibrinous exudate and a new complaint will be completed for this revision. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 14, 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4). Correction: patient identifier.

Event description:
Ppf alleges fracture. There was no fracture in the medical record.